Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for an unknown synthes titanium elastic nail /unknown lot. Part and lot number are unknown; UDI number is unknown. The (510k): unknown, as specific part and lot numbers for titanium elastic nail is not provided. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lu, d. Et al. (2017), treatment of pediatric forearm midshaft fractures: is there a difference between types of orthopedic surgeon? Orthopaedics and traumatology: surgery & research. Volume 103, pages 119-122., china the aim of the present prospective investigation was to compare the clinical and radiological outcomes of pediatric forearm midshaft fractures treated operatively with titanium elastic nails by pediatric orthopedists and non-pediatric orthopedists. Between april 2013 through february 2014, the study was conducted on 88 children with forearm midshaft fractures who were implanted with two (2) unknown synthes titanium elastic nail system (tens). Follow-up was from 12 to 24 months postoperatively. Complications were reported as follows: one patient had perforation of the nail. Two patients had delayed union of ulna, one patient had nail entry site infection, two patients had superficial radial nerve neurapraxia, and five patients had soft tissue irritation. This report is for an unknown synthes titanium elastic nail system. This is report 1 of 1 for (B)(4).